Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. There was no additional information available for this complaint. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a review of the black box revealed 1 unexpected power on reset on (B)(6) 2016. During investigation, the pump was powered on to a call service (cs) 069; the pump was unable to recover from the cs alarm issue; therefore, the reported power complaint was unable to be investigated. The ¿cs69¿ failure was written as ¿cs87¿ failure in the black box. A component failure was found on the printed circuit board. Unrelated to the complaint, the battery compartment was observed to be cracked from the threads to the case seal left of the grip pad. Also unrelated to the complaint, the bolus button was observed to be damaged and torn in the center. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).